Event description:
It was reported that the patient experienced a severe burning sensation "from the inside out" at the implantable neurostimulator (ins) site that began four days before the report. There was no known accident or incident related to the event. It was also reported that the patient had a loss of therapeutic effect and had not had stimulation for about one month prior to the report. The patient could only feel stimulation when she tilted her head straight up to the ceiling. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 748966, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 74001, lot# n213635, implanted: (B)(6) 2010. Product type: adapter: product ID 3986a, lot# lc1673, implanted: (B)(6) 2005. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3550-09, lot# lb7167, implanted: (B)(6) 2005. Product type: accessory. (B)(4).